Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was evaluated by a zoll representative on site. The customer's report was not replicated or confirmed. The customer elected to not have the device sent back to zoll for evaluation. Based on this limited investigation, no faults were identified. The electrode pads used during the event were discarded. Analysis of reports of this type has not identified an increase in trend.